Event description:
Customer reported the c-arm moves with difficulty. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced a wheel and adjusted the drive chain. System operates as intended.